Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide devices, referenced are filed under separate medwatch manufacturer report numbers. Patient weight estimated.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly fibrotic and calcified left common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices through a 6-french sized access site, both incurred a needle-to-cuff miss. Both proglide devices were removed and the suture from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to 20-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. Leaving the suture in the vessel, two additional proglides were deployed, but bleeding continued. Hemostasis was achieved with another proglide device. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.